Manufacturer narrative:
(B)(6)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he was alone and passed out. Because he was alone, no cgm or bg values were available. Later his friend came and found him passed out on the couch. The patient¿s friend called an ambulance. On the way to the hospital the paramedics checked the bg which was 27mg/dl, although the cgm reading was 120 mg/dl. He was given unspecified fast-acting carbs during transport and at the hospital. There was no injury. He stayed in the hospital for medical supervision from (B)(6) 2020. His glucose values in the hospital were checked with bg tests and he resumed use of his cgm after discharge. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.